Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body. Functional testing was performed including leak testing, clear passage testing, and clamp function testing, and there were no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Catalogue #: was changed from 5c4482 to 5c4483. PMA/510k # or bla #: was changed from k152675 to h20j29062. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated (not fully) from the main body (light blue) of a minicap extended life pd transfer set. This issue occurred when disconnecting from the patient line, after the nurse performed a flush. There was no patient injury or medical intervention associated with this event. No additional information is available.